Event description:
It was reported that the customer was experiencing issues with reading the insulin delivered after bolusing. The customer's blood glucose was 253 mg/dl. The customer stated that the boluses were not being recorded on carelink either. Advised that a replacement insulin pump would be sent per request from the customer's mother. Troubleshooting for high blood glucose was declined. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The motor passed the motor test. The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history. The functional testing could not be completed due to the prime anomaly. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, stained end cap sticker and cracked belt clip slot.